Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data was collected and analyzed. Analysis of the data indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and a rising impedance trend was observed. Rv pace impedance was steady at 450 ohms through (B)(4) 2015 and steadily rose to 1200 ohms between (B)(4) 2015.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 5592-53 lead, implanted (B)(6) 2004. (B)(4)

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance due to possible fracture. A slow and stable rise in impedance had also been noted. The lead was programmed off and the patient wore a life vest until the lead could be capped and replaced. No patient complications have been reported as a result of this event.